Event description:
It was reported that during a liver resection, the active blade broke off after a few seconds of use. The tip fell into the pt, but was retrieved. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent 10/22/2007. Information anticipated, but unavailable at this time.